Event description:
The left ventricular lead had high thresholds. It was decided to keep the lead in use due to the patient being treated for lung cancer. No patient complications have been reported as a result of this event. It was reported that the device was programmed to high left ventricular output. The device was removed and replaced due to the elective replacement indicator (eri). The left ventricular lead had high thresholds. It was decided to keep the lead in use due to the patient being treated for lung cancer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.